Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, poor suction occurred during irrigation/aspiration. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system for vacuum (suction) issues and found no issues. The company service representative recommended the customer replace the I/a handpiece. The system was then tested and met all product specifications. The I/a handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained nor could a s/n review be performed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).